Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of perforation is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a right coronary artery (rca) that is 80% stenosed. The patient presented with angina and angiography revealed a fully occluded proximal rca. After pre-dilation with an unspecified balloon, the 3.50x38mm xience skypoint drug eluting stent was implanted. Post-dilation with an unspecified 3.5x80 mm nc balloon was performed at 16 atmospheres (atm) at the distal part of stent and 18 atm at the proximal part of stent. A perforation was noted at the proximal part of the implanted stent. Prolonged dilatation with an unspecified 3.5 nc ballon was used to treat the perforation. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.